Event description:
Additional information was received by a consumer regarding a patient with an implantable pump. It was reported that the patient was seeing error code (B)(4) on the handset. Agent walked caller through restarting the handset and clearing out of all apps. Patient stated that the handset was getting stuck at 90% lag when attempting to connect. Agent had patient clear out the data. Patient will monitor the issue and call back if needed.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) via a consumer (con) regarding a patient receiving morphine via an implantable pump for non-malignant pain. It was reported that the reason for call was that the rep said they got a voicemail from patient saying they were getting a system error code 0x4ea5676d on their handset. The agent reviewed meaning of the code and how to resolve it. The patient was not with the rep. Information was received from a consumer (con) regarding a patient receiving morphine via an implantable pump for non-malignant pain. It was reported that the reason for call was the patient stated they have been having trouble with their equipment for quite some time. The patient stated yesterday they received a system error 0x4ea5676d, which they texted the rep about and was told the error code can be cleared by closing out of the my personal therapy manager (myptm) application and restarting the handset. While on call, the patient mentioned they were on a walker. The patient also stated that every time they try to connect to the pump, the circle goes around and around, so they have to hit restart and the minute they hit restart, it connects. The patient mentioned that it took about 12 minutes to connect for a bolus, and they had lost a bolus today due to this issue. The patient stated when connecting, they've seen a white box that comes up that says it's not connecting - wait or close app. The agent understood as myptm was not responding, close app or wait, so they tapped 'wait' but it didn't do anything until a few times but then it closed them out of the app and locked them out before they even got the bolus, and they were seeing 3 boluses left instead of 4 like it should. The patient confirmed they had not talked the rep about any of these connection issues they've been having, and the patient only provided the 0x code to the rep yesterday. The agent assisted the patient in clearing their data and patient was able to successfully connect to their pump without a delay. The patient stated this connection was much faster than before. The patient's 2 minute lockout expired on the call but the patient did not want bolus due to only having 2 boluses left for the rest of the day. When the agent inquired about pump medication, the patient stated they didn't know and all they knew was morphine. The patient mentioned after seeing the 0x code yesterday, they asked the rep yesterday to meet with them to check the equipment and inquired if it was ok to keep that appointment and the agent reviewed.